Event description:
It was reported that the patient presented in clinic due to an arrhythmia. Device interrogation revealed failure to capture and intermittent capture on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.